Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after a cartridge change, the customer's blood glucose (bg) level was elevated (over 300 mg/dl). A correction bolus was delivered. However, the customer's bg level continued to be elevated. On (B)(6) 2015, the customer awoke with a bg level of 416 mg/dl and the customer reverted to the use of a backup pump. System check could not be performed with tandem technical support for this event as technical support was not contacted at the time of the reported issue.